Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis noted that the distal end of the lead had an issue. The distal conductor was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire was not returned with lead. Visual inspection found guidewire coating visible in distal end, inside the lead tip nose but not obstructed. The lead distal end was locked due to the tip seal dislocated, and that prevented guidewire insertion during implant procedure.

Event description:
It was reported that there was placement difficulty with the left ventricular (lv) lead during the implant procedure. It was noted that the guide wire would not advance out of the tip of the lead. The wire would back load easily but once the physician tried to advance the wire out of the tip for vessel placement, the wire would not come out. After five attempts, the lv lead was not used and replaced. No patient complications have been reported as a result of this event.